Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula twisted and bent at sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value was 167 mg/dl and the sensor glucose was 65 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer receive calibration not accepted alert and change sensor alert. Customer declined troubleshooting. The sensor will be returned for analysis.